Event description:
It was reported that the on/off key on a pump keypad is stuck. The customer stated that the pump continuously cycles on/off.

Manufacturer narrative:
(B)(4). The sigma device evaluation found all keys (other than the 1st and 4th soft keys) to be inoperable. An automatic and constant output of the 3rd soft key was also observed, caused by a failed input/output printed circuit board (I/o pcb). This does not provide any opportunity for the user to start an infusion. The reported stuck on/off key could not be reproduced. At this time, the date of event is unknown.